Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate was intermittently inaccurate. No reported adverse impact to the customer's blood glucose. Reportedly, the customer was not following the proper technique for removing excess air from the cartridge. Tandem technical support educated the customer the proper air removal technique. Customer declined to provide further information regarding the event.